Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was variable and beyond the expected upper range, and the right ventricular lead integrity alert was triggered. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to lead impedance variations and oversensing of noise with sensing integrity counter (sic) and ventricular tachycardia non-sustained (vtns) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.